Event description:
Blood glucose increased to 29 (mmol/l). [Blood glucose increased] malfunction of the pen [device malfunction] there was a resistance when pushing [device difficult to use] malfunction of the pen - medication was not injected into the body, medication was not delivered during injection [device failure] case description: it was reported that the problem with novopen echo still existed, and the malfunction of resistance when pushing disappeared, but sometimes the medication was not delivered during injection. The outcome for the event "there was a resistance when pushing(device difficult to use)" was recovered. Investigation results updated: name: novopen echo, batch number: mvg9a57 the number of complaints on the batch was evaluated and relevant actions were taken. The product was not returned for examination. Name: novorapid penfill, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following -investigation results updated. -annex b, c, d, and d updated. -narrative has been updated accordingly references included: reference type: e2b company number reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: (B)(4). Reference notes: medwatch 3500a MFR. Report number final manufacturer's comment: 01-aug-2023: the suspected device novopen echo has not been returned to novo nordisk for evaluation. The suspected device novopen echo has not been returned to novo nordisk for investigation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. Patient's underlying type 1 diabetes mellitus is a confounding factor for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. Continued: evaluation summary name: novopen echo, batch number: mvg9a57 the number of complaints on the batch was evaluated and relevant actions were taken. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Blood glucose increased to 29 (mmol/l). [Blood glucose increased]. Malfunction of the pen [device malfunction]. There was a resistance when pushing [device difficult to use]. Malfunction of the pen - medication was not injected into the body [device failure]. Case description: this serious spontaneous case from china was reported by a consumer as "blood glucose increased to 29 (mmol/l).(blood glucose increased)" beginning on (B)(6) 2023, "malfunction of the pen(device malfunction)" with an unspecified onset date, "there was a resistance when pushing(device difficult to use)" with an unspecified onset date, "malfunction of the pen - medication was not injected into the body(device failure)" with an unspecified onset date, and concerned a 6 years old male patient who was treated with novopen echo (insulin delivery device) from (B)(6) 2023 for "device therapy", , novorapid penfill (insulin aspart) (dose, frequency & route used- 1.5-2 u in the morning, 2.5-3 u at noon and 3.5-4 u in the evening, regimen #2: unk (dose increased)) from unknown start date for "type 1 diabetes mellitus". Patient's height: 120 cm. Patient's weight: 23 kg. Patient's bmi: 15.97222220. Current condition: type 1 diabetes mellitus (since for 9 months). Concomitant products included - insulin glargine. On (B)(6) 2023, the patient's blood glucose(blood glucose) increased to 29 (mmol/l). After seeing a doctor, it was considered that the event was caused by the malfunction of the pen and it was believed that the medication was not injected into the body (dates unknown). After solving the malfunction, blood glucose gradually recovered. On the morning of (B)(6) 2023, blood glucose(blood glucose) was 19.3 (mmol/l). Needles were for single-use. Sometimes, there was a resistance when pushing. The patient sawa doctor at the local pharmacy. It was reported that patient's parent was trained by the doctor on how to use the device, attach the needle to the pen in a 180 degree angle. Not use the dialling clicks to estimate the dose of the product and store the insulin at room temperature 20-25 degrees celsius. Batch numbers: novopen echo: mvg9a57. Novorapid penfill: not available. Action taken to novopen echo was not reported. Action taken to novorapid penfill was reported as dose increased. The outcome for the event "blood glucose increased to 29 (mmol/l).(blood glucose increased)" was recovered. The outcome for the event "malfunction of the pen(device malfunction)" was not reported. The outcome for the event "there was a resistance when pushing(device difficult to use)" was not reported. The outcome for the event "malfunction of the pen - medication was not injected into the body(device failure)" was not reported. References included: reference type: e2b company number. Reference ID#: (B)(4). Reporter comment: reporter's / health care professional's causality assessment: for blood glucose increased to 29 (mmol/l). With novorapid penfill - not related.